Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump when she tried to bolus. Customer changed the set and the same thing this morning. Customer's blood glucose was over 600 gm/dl. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer was not able to troubleshoot at the time of the call. Customer was unable to determine the cause of the issue. The pump will be returned based on the customer's request. Customer was advised to bolus when possible and to change the set.